Event description:
Pt in hospital had been receiving continuous hemofiltration treatments for approximately one week. Following treatment on 4/17/99, the nurse was unable to disconnect bloodline from pt subclavian catheter. After multiple attempts to disconnect bloodline from catheter, pt's blood was returned and the catheter was removed from pt. The bloodline and catheter were both discarded and a new catheter was inserted.